Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded the fsr troubleshot problem and discovered that the uninterrupted power supply (ups) printed circuit board assembly (pcba) was faulty. The frs replaced the ups pcba and he was able to adjust the reference voltage to 2.325 vdc. The unit operated to manufacturer's specifications. The ups pcba was returned to the manufacturer for evaluation.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, after replacing the batteries, the reference voltage was at 0.719 volts of direct current (vdc) instead of 2.325 vdc. The fsr was unable to adjust reference voltage to 2.325 vdc. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) found that the reference voltage could not be adjusted and resistance across the test points was lower than expected. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.